Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant, the implantable cardioverter defibrillator was oversensing post-paced t-waves. Programming changes were made to address this issue. The patient was in stable condition throughout and would continue to be monitored.